Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the reservoir. The reported condition of "leak" could not be confirmed. A leak test was performed on the sample by refilling it with green water. During the leak test, the sample was allowed to completely prime and then the blue winged cap was securely fastened to the luer body. Thereafter, the sample was monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed at the connection of the blue winged cap and the luer body, or anywhere on the sample. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking at the location of the blue winged cap. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 9 of 17 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.